Manufacturer narrative:
Block b5: updated event description. Block h2: correction: information received on july 26, 2024, that this report is a duplicate sent in error. Please refer to MFR. Report #3005099803-2024-03020. Block h6: imdrf device code a051104 captures the reportable event of jaws difficult to open or close.

Event description:
Note: this report pertains to the second of two coredx biopsy forceps used during the same procedure. It was reported to boston scientific corporation that a coredx biopsy forceps was used during a procedure performed on (B)(6) 2024. During the procedure, two forceps were stuck in open position and were unable to close with the handle. The first biopsy forceps failed to close after first sample and the second forceps failed to close after four sample attempts. No further information obtained despite good faith efforts. ***information received on july 26, 2024*** information was received that this event is a duplicate. See MFR. Report #3005099803-2024-03020.

Event description:
Note: this report pertains to the second of two coredx biopsy forceps used during the same procedure. It was reported to boston scientific corporation that a coredx biopsy forceps was used during a procedure performed on (B)(6) 2024. During the procedure, two forceps were stuck in open position and were unable to close with the handle. The first biopsy forceps failed to close after first sample and the second forceps failed to close after four sample attempts. No further information obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws difficult to open or close.